Event description:
Boston scientific crm received information that during a follow up visit, this device displayed end of life (eol) battery status due to extended charging time. The patient was scheduled for a device replacement procedure, however the patient refused immediate replacement and will schedule in the near future. The sensing and impedance measurements were within normal values. No adverse patient effects were reported. At this time, this device remains implanted and in service.

Manufacturer narrative:
When the device has been removed, replaced and returned, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
Additional information was received. Reportedly, the patient with this device did not return for their follow up visit. No further information has been obtained.

Manufacturer narrative:
As the device has not been returned, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.